Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by the wrong video connector installed in the unit by a third party. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera elite video system center had damaged connector pins. The issue was found during preparation for use. The similar device was used to complete the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: wrong video connector installed on the unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed as the alleged damaged connector pins were not observed. However, the evaluation did find the scope processor was broken and the unit appeared to have been tampered with by a third party. A wrong video connector (cv-170) was installed on the unit with cables, nuts, and screws in the wrong places. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.